Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 5 of advanced evaluation. The trial patient reported that they had a sudden and huge return of symptoms on (B)(6) 2016. The healthcare provider (hcp) decided to treat the patient prophylactically with antibiotics for a possible urinary tract infection; no test was performed. The hcp directed the patient to patient services to have their programs switched. It was noted that the patient also had an insulin pump.